Manufacturer narrative:
(B)(4) d10- medical product psn mc ve asf l 11mm 8-9/cd item# 42512100511 lot# 64984502. G2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee revision approximately 4 years and 9 months post-implantation due to loosening of the tibial component. There is no additional information available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11 corrected: h4 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.